Event description:
It was reported a revision surgery was performed due to the patient had limited flexion. Therefore, the femur was changed to a size 6 oxinium bcs. Previously, the patient had a primary surgery knee ( approximately 2 years ago) where it was placed a journey ii bcs oxinium femur size 7 by another physician.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a revision of the femoral component was performed to downsize the prosthesis due to limited flexion. Responses to medical documentation/information requests have not been received as of the date of this assessment. Without supporting clinical/medical documentation, the root cause could not be confirmed and the patient impact beyond the reported limited flexion and subsequent revision could not be determined. Should relevant clinical documentation become available, this complaint may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.